Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from (B)(6) 2009 to (B)(6) 2010, mirena from 2007 to (B)(6) 2009 and ortho tri-cyclen from 2005 to 2006. Concomitant products included estradiol since 2014. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse (dyspareunia)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a bilateral hysterectomy/ oophorectomy (bilateral removal of ovaries). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the dyspareunia, procedural pain, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff underwent lysis of adhesions with right oophorectomy on (B)(6) 2011 and left oophorectomy on (B)(6) 2014. Diagnostic results: on (B)(6) 2010, plaintiff underwent an hsg (hysterosalpingogram) test, confirming occlusion of her left fallopian tube. The test was then-inconclusive as to her right fallopian tube. On (B)(6) 2010, plaintiff underwent a subsequent hsg test, confirming bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history , concurrent condition were added. Events dysmenorrhoea, abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral hysterectomy in (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff underwent lysis of adhesions with right oophorectomy on (B)(6) 2011 and left oophorectomy on (B)(6) 2014. Diagnostic results: on (B)(6) 2010, plaintiff underwent an hsg (hysterosalpingogram) test, confirming occlusion of her left fallopian tube. The test was then-inconclusive as to her right fallopian tube. On (B)(6) 2010, plaintiff underwent a subsequent hsg test, confirming bilateral tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.